Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, a plaintiff was implanted a right bhr system on (B)(6) 2012, and after this a post-op visit conducted on (B)(6) 2012, in which it was mentioned that the patient was experiencing mild pain to hip and a slight clicking sensation when arising from seated position, patient had discontinued all pain medications at the moment. Additionally, a decreased right hip abduction was observed, nevertheless, radiograph revealed a bhr in good condition and alignment. In (B)(6) 2024 the blood tests indicated that the patient had high cocr levels. A revision surgery was performed on (B)(6) 2024, in which s+n implants were explanted and replaced for competitor implants. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: health effect - clinical code and health effect - impact code. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. A clinical root cause could not be determined for the slight clicking sensation. However, post-operative pain is a known common occurrence, as part of the healing process in the immediate post-operative period. A clinical root cause for the elevated metal ions cannot be definitively concluded. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.